Event description:
It was reported that the guide wire was noted to be kinked when removed from the package. During an attempt to shape the tip, the coils separated. The device was not used. Analysis of the returned device revealed the core was separated.